Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional device product code is hwc. This report is for one unknown pfna-ii nail. Part and lot number were not provided by reporter. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporting facility street address and phone number were not provided by reporter and are unavailable. 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reports an event in (B)(6) as follows: it was reported that during a surgical procedure on (B)(6) 2016 to treat a femoral trochanteric fracture, the blade did not lock. A gap was found between the tip and the shaft of the blade when the blade was removed. The surgeon replaced the reported blade with another one. The surgery was extended 15 minutes due to the reported issue. There were no adverse consequences to the patient. This report is for one unknown pfna-ii nail. This report is 2 of 2 for (B)(4).